Event description:
It was reported that during an ablation procedure, the "grey insulated part" was getting hot. The procedure was completed with the same device, no patient complications were reported. On 2/14/2007 - additional information was provided, and it was found out that the device was placed on patient's leg instead of towels when they are not using it, which caused a slight burn on patient's leg.

Manufacturer narrative:
Investigation cannot be performed because the device was not returned by the user facility. The complaint database could not be reviewed because the product was not returned for analysis and the lot number was not provided by the hospital.